Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited oversensing due to noise from electromagnetic interference (emi) due to a medical procedure. The respiratory sensor of the device was disabled due to signal artifact monitor (sam). This ICD remains in service. No adverse patient effects were reported.